Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. See MDR#3004209178-2016-19999 for the events with the scs system.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported that the patient had dbs systems and their speech was difficult to understand at times. The patient had multiple implants. The patient stated that their scs system led to an infection that was in their blood. The patient was concerned about their dbs system. It was reported that they collapsed 2 weeks ago with high fever, they felt terrible, and had chills. The patient was taken to the hospital by ambulance and diagnosed with infection. The patient did not know what strain the infection was; however, it was reported to be in their blood. IV antibiotics were administered for 5 weeks. The patient was still hospitalized at the time of the report on (B)(6) 2016. The patient reported that they almost died. The patient was in rehab and "suffering terribly." The patient stated that they were suffering and wanted compensation.

Event description:
Information indicated that the manufacturer representative and the patient were trying to get in touch with each other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.